Event description:
International affiliate reports the procedure: insertion of microsensor by tunneling; went without difficulty. Surgeon was called back to recovery an hour later as the monitor screen started to read a negative value of around -31 which was not possible physiologically. Another monitor was connected with no change to the reading and the assumption was made that the problem was with the sensor. The sensor was explanted and a correct reading was achieved with a new sensor. The explanted sensor was not kept by the hospital.